Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical ltd; (B)(4)) and the importer ((B)(4)), as niti surgical solutions ltd., serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage, is one of the most common complications of colorectal anastomotic procedures with both staplers and compression anastomosis devices. The current cumulative leak rate following use of colonring device is within the low range reported in the literature for anastomosis devices. Pt's co-morbidities such as diabetes as well as medical treatments such as steroids and radiation are known to be associated with an increased risk of anastomotic failure.

Event description:
A pt suffering of rectal malignancy underwent anterior rectum resection by open lar using colonring device. Due to positive leak test, a double running ileostomy was performed. On pod 10 total dehiscence was detected, required re-operation.